Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer primed a circuit last night and found in the morning after the pressures were reading funny. The integrated sensor looks corroded. The set was primed for 12 hours. The affected set was not used for treatment. No patient was involved. No harm to any person has been reported. As a pressure reading issues can lead to a pump stop if the intervention was set by the user a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the customer primed a circuit last night and found in the morning after the pressures were reading funny. The integrated sensor looks corroded. The set was primed for 12 hours. The affected set was not used for treatment. No patient was involved. No harm to any person has been reported. As a pressure reading issues can lead to a pump stop if the intervention was set by the user a report is required. The affected product was investigated in the getinge laboratory on 2025-12-16 with following conclusion: the reported failure could be confirmed. The traces of corrosion indicate electrochemical corrosion of the electronic components. This type of corrosion occurs when an electrolyte such as saline or general priming fluid is involved. If an electrical voltage is applied, the corrosion process is accelerated. The corrosion and the resulting damage and deposits can affect the electronics and lead to the total failure of electronic components. Based on the investigation results the reported failure "pressure issue (corroded sensor)" could be confirmed. The production records of the affected product were reviewed on 2025-12-17. According to the final test results, the module with lot# 3000461973 and UDI# (B)(4) passed the tests as per specifications. The review of scrap, rework, enhancements, design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". It is stated in chapter "safety instructions for the oxygenator" soiled sensing surfaces can lead to incorrect measurements and, as a result, to unsuitable measures being taken. This can endanger the patient. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.